Manufacturer narrative:
As reported in a research article, 35 patients were implanted with amplatzer duct occluders for ventricular septal defect closure and one patient experienced heart block. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt100092302 revision b "indications and usage: the amplatzer¿ duct occluder is a percutaneous, transcatheter occlusion device intended for the nonsurgical closure of a patent ductus arteriosus (pda)."

Event description:
The article "percutaneous closure of moderate to large perimembranous ventricular septal defect in small children using left ventricular midcavity approach" was reviewed. This research article is a retrospective single center experience to report the result of transcatheter closure of perimembranous ventricular septal defect (vsd) in children weighing less than 10 kg using amplatzer duct occlude-I (ado-I) by left ventricular (lv) mid-cavity approach. Amplatzer duct occluder, judkin's right coronary artery catheter, terumo wire were associated to the study. The article concluded that percutaneous closure of moderate to large perimembranous ventricular septal defects can be successfully performed in children weighing less than 10 kg and lv mid-cavity approach resulted in lesser chances of hemodynamic compromise and procedure time. The primary author of the article is sanjiban ghosh, md of department of pediatric cardiology, narayana superspeciality hospital, howrah, india. It was reported that one patient implanted with a 12-10 amplatzer duct occluder (ado I) developed complete heart block the next day after the device was implanted. The device was surgically 4th post-operative day. Rhythm reverted to sinus for few hours after the surgery and subsequently the child continued to have chb and permanent pacemaker was implanted.